Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. During analysis, the device successfully communicated with the programmer. Visual examination of the device found no anomalies and all test results were normal.

Event description:
It was reported that the device was explanted due to infection. The patient was stable following the procedure. Related manufacturer reference number: 2017865-2018-13281, 2017865-2018-13284.